Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xt clip (50407r1074) was successfully implanted. To further reduce mr, an additional clip (50407r1073) was inserted without issues. However, while in the valve, it was observed that one of the grippers was not functioning as intended and that the gripper line was broken. Interaction with the subvalvular structure was suspected. Therefore, the clip was removed and replaced. An xt clip (50407r1079) was prepped and inserted into the valve. However, this clip came in contact with the implanted clip, causing that clip to detach from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Due to insufficient reduce of mr, the third clip was removed and the procedure was discontinued. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided, the reported device damaged by another device (caused damage) appears to be related to procedural conditions, and due to this clip interacting with the first implanted clip, causing slda of the first implanted clip. There is no indication of a product issue with respect to manufacture, design or labeling.